Manufacturer narrative:
This MDR is being reported under exemption number e2015052 and is part of the 227 pilot program. The reported event involved an automated clinical chemistry device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. The customer stated that corrective maintenance was performed on their water system and they then found that the water bath was dirty and there was presence of foam/bubbles. Further investigation by the manufacturer found the cause to be a dirty incubation bath with foam/bubbles after maintenance was performed on the water supply. No systemic issue with the device was identified during the investigation of this event.

Event description:
This report summarizes <noe>2</noe> malfunction events where erroneous results were generated by the cobas c501 analyzer. There were erroneous tina-quant hemoglobin a1c gen.2 (hba1c) results for a total of 31 patients. The patients' ages, genders, and weights were requested, but were not provided. There was no reported injury or death. The event did not necessitate remedial action to prevent an unreasonable risk of substantial harm to public health.